Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the radial artery. A 24 x 4.00 promus elite mr drug-eluting stent (des) was advanced for treatment. However, during fluoroscopy, it was noted that the stent was coming off the delivery system outside the guide catheter in the vessel. Upon removal of the guide and the delivery system, the stent dislodged in the radial artery just below the elbow. Subsequently, an attempt was made to retrieve the stent but was unsuccessful. The patient was sent to a vascular surgeon to have the stent removed but surgery was also unsuccessful. The dislodged stent was dilated with a coronary balloon and a 2.5x38mm des was implanted to complete the procedure. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Updated: (a2)patient age at the time of event, (a2)unit of measurement, (a5)ethnicity, (b5)describe event or problem, (b7)other relevant history. Device evaluated by MFR.: p elite us mr 24 x 4.00mm stent delivery system was returned for analysis. No stent returned. Stent separated from sds. The balloon was reviewed. There was no stent on the balloon. The balloon appeared to have been inflated with solidified media evident inside the balloon. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the radial artery. A 24 x 4.00 promus elite mr drug-eluting stent (des) was advanced for treatment. However, during fluoroscopy, it was noted that the stent was coming off the delivery system outside the guide catheter in the vessel. Upon removal of the guide and the delivery system, the stent dislodged in the radial artery just below the elbow. Subsequently, an attempt was made to retrieve the stent but was unsuccessful. The patient was sent to a vascular surgeon to have the stent removed but surgery was also unsuccessful. The dislodged stent was dilated with a coronary balloon and a 2.5x38mm des was implanted to complete the procedure. No patient complications were reported and the patient's status was stable. It was further reported via facility medwatch # (B)(4) that the 100% stenosed target lesion was located in the right coronary artery. While retracting the 24 x 4.00 promus elite mr drug-eluting stent into the guide catheter, the stent became crimped against the edge of the guide catheter opening and the stent appeared to be stripping off the balloon within the proximal rca. Successful intervention with serial dilatation and mechanical thrombectomy resulted in timi 3 flow.

Manufacturer narrative:
Device is a combination product. Updated: patient age at the timeof event. Unit of measurement. Ethnicity. Describe event or problem. Other relevant history.

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the radial artery. A 24 x 4.00 promus elite mr drug-eluting stent (des) was advanced for treatment. However, during fluoroscopy, it was noted that the stent was coming off the delivery system outside the guide catheter in the vessel. Upon removal of the guide and the delivery system, the stent dislodged in the radial artery just below the elbow. Subsequently, an attempt was made to retrieve the stent but was unsuccessful. The patient was sent to a vascular surgeon to have the stent removed but surgery was also unsuccessful. The dislodged stent was dilated with a coronary balloon and a 2.5x38mm des was implanted to complete the procedure. No patient complications were reported and the patient's status was stable. It was further reported via facility medwatch # (B)(4) that the 100% stenosed target lesion was located in the right coronary artery. While retracting the 24 x 4.00 promus elite mr drug-eluting stent into the guide catheter, the stent became crimped against the edge of the guide catheter opening and the stent appeared to be stripping off the balloon within the proximal rca. Successful intervention with serial dilatation and mechanical thrombectomy resulted in timi 3 flow.